Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a defective circuit board set. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely that the images were not displayed due to a failure of the printed circuit board; however, a conclusive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the video system center had no video output (it was just grey). The customer tried different 180 scopes, however, the issue persisted. The issue was found during preparation for use for an endoscopic ultrasound procedure which was completed with a similar device after a 25-30 minute delay. The patient was under anesthesia; however, there was no patient harm reported.